Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced capsular contracture baker grade IV on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On mar 21 2022, additional information was received indicating the explantation surgery has been canceled. Mentor has received no information regardinga future explantation or an expected explantation date. Manufacturer¿s reference number: (B)(4).